Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to cross the target lesion in the lad, which exhibited 90% stenosis. The lesion was pre-dilated, however, the device could not cross the lesion. The device had been prepped prior to use. The physician used another device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the hypotube was undamaged. The 9th and 10th proximal stent segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patients condition affected the effectiveness of the device (lesion with 90% stenosis); inherent risk of procedure (stent deformation); deformation problem. Conclusion: device failure related to patient condition (lesion with 90% stenosis); known inherent risk of procedure (stent deformation). (B)(4).